Event description:
A pharmacist reported that during intraocular lens implantation, implant does not engage, plunger blocked and it was impossible to insert implant because damaged due to blockage. There was no patient harm and the surgery was completed with another lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient contact with the product. No further reports required.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).